Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced on an unknown date. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.